Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was advanced following transseptal puncture. As the was was placed in the left atrium (la), a mobile thrombus developed on the tip of the was. The thrombus was seen on transesophageal echocardiography (tee). The was was removed from the la, and the thrombus was successfully aspirated during removal of the was. Following the aspiration of the thrombus, the thrombus was noted to have been long and stringy. A new was was used to successfully complete the procedure. No patient complications were reported, and the patient was discharged home the same day post procedure.